Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the unit was not perforating skin. The event occurred during surgery. There was no harm and no delay reported. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. Zimmer biomet surgical has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the meshgraft ii by zimmer biomet surgical on (B)(6) 2018 revealed the calibration was within specification and the meshgraft produced a passing cut. Repair of the meshgraft ii was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the roller, cutter and side plates. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during initial inspection the device functioned as intended. The root cause of the unit was not perforating skin cannot be specifically determined with the provided information since the device functioned as intended. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Meshgraft ii, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the unit was not perforating skin. The event occurred during surgery. No adverse events were reported as a result of this malfunction.